Event description:
It was reported that the lead exhibited an increase in thresholds, and the lead had apparently dislodged. The lead was repositioned and remains in use. During the replacement procedure, it was confirmed that the suture over the sleeve had come loose. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.